Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was 191 mg/dl. The customer stated that they are able to troubleshoot for a potential reservoir and infusion issue set. Customer was advised to replace entire set and we are sending replacement.